Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf the customer, the visera pro xenon light source front panel was flashing. The unspecified procedure was completed using the subject device. A device pre-use check was performed. There was no report of user or patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of front panel flashing was not confirmed. After reviewing the appearance, no abnormalities were found in places that could be visually confirmed. Operationally, the device was able to power on normally, illumination light exceeded 500 hours, illumination light emitted from the tip of endoscope was weak but brightness was adjusted, manual and automatic switching could be performed and the light was brighter than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.